Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a female user experienced a bruise on her arm after getting it trapped in the hinge of the screen on the system. First aide was applied. The bruise resulted in a faint scar. This is the second report of three being filed for this facility.

Manufacturer narrative:
The customer reported ¿a bruised arm from hinge.¿ the information obtained stated: ¿a female staff member sustained an injury. The staff member administered first aid and has a faint scar on her arm, but it is fully functional.¿ additional information was requested but was not obtained. There is a warning in the operator¿s manual which states: ¿the system must be moved carefully, otherwise the system could tip over and become damaged. Do not push or pull the unit by the display, the tray, or the IV pole. Handles located at the rear and sides of the unit are provided for moving the instrument. The unit should be pulled and not pushed, especially over elevator and door thresholds.¿ due to the fact that any additional information was not obtained, the root cause of the reported event cannot be conclusively identified. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 10, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).